Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an operator error. While the initial report claimed that no movement was possible, this was not confirmed by the in-depth investigation. The examination of the log file clearly shows that slow speed was possible. Furthermore, the log file shows that an error message was generated by the maquet OEM table. This resulted in the error message "collision control deactivated" being displayed on the artis system and the message "check brake of the column" being displayed on the remote control of the maquet table. This intended and specified function usually appears when the maquet table has not been checked monthly and the brake test has not been performed as required in the marquet user manual. According to the maquet user manual, the table rotation has to be adjusted once a month (every 28 days) by the customer. This can be done by opening the brake and rotating the table at least 20°. After that, the table has to be moved to the 0° position and the brake has to be closed again. This information is also part of the IFU and user training. After performing the monthly adjustment of the rotation value on site, as described in the maquet user manual, the system works normally. No system error has been recognized. The most likely root cause is that the customer did not execute the requested maquet column adjustment. The occurrence rate of the fault pattern has been checked and a possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that no system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.